Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of photograph one shows the product during treatment with water drop on the housing visible. The reported condition was verified. Photograph two shows the product after treatment with the product label. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.